Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included menstrual flow excessive, adenomyosis, uterine enlargement and dysmenorrhea. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (sclh/bs (bilateral) cystoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: discrepancy: date of insertion (B)(6) 2013, as per mr: (B)(6) 2014. Hysteroscopic tubal occlusion with the essure contraceptive right side only. Note: the device was then deployed according to the manufacturer's recommendations. This resulted in 6 coils being seen at the ostium. The patient's left side was checked and the previous attempt revealed 6 coils on the left side to be visible. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included menstrual flow excessive, adenomyosis, uterine enlargement and dysmenorrhea. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (sclh/bs (bilateral) cystoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: discrepancy: date of insertion (B)(6) 2013, as per mr: (B)(6) 2014. Hysteroscopic tubal occlusion with the essure contraceptive right side only. Note: the device was then deployed according to the manufacturer's recommendations. This resulted in 6 coils being seen at the ostium. The patient's left side was checked and the previous attempt revealed 6 coils on the left side to be visible. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received: reporter added," previously reported event injury to herself updated to pelvic pain". Medical history and rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.